Manufacturer narrative:
The insulin pump has a blank display due to moisture damage on the electronic assembly. Unable to confirm the alarm due to the blank display. The insulin pump also had a cracked case near the reservoir window.

Event description:
The customer reported an alarm, unresponsive buttons and a blank display after going swimming with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.